Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that a first year medical student was performing a femoral insertion of covidien double lumen dialysis catheter. Upon removal of the spring wire guide (swg) through the catheter, the swg unraveled. It is unclear if it was the swg from the dialysis kit or an arrow swg from the triple lumen kit. Unfortunately, the swg was disposed of. There are no further details available. Follow up with the sales representative on (B)(6) 2010 states they will absolutely give her no additional information and they are not sure if the swg is in fact arrow.